Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure.according to the complainant, when it came time to deploy the clip, it would not leave the sheath, and it appeared to be hung in the plastic sheath. The clip came unstuck suddenly, and came out of the sheath; it impacted the vessel, causing it to bleed profusely. The clip came out of the sheath bent, and was not able to be deployed. The physician ordered a hematocrit and hemoglobin test to check the patient's blood count; the patient vitals were stable.the patient was reported to be in stable condition post procedure. However, the outcome of the procedure was not known.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (6) the complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.